Manufacturer narrative:
(B)(4)

Event description:
The reporter stated a ks-1 aq2017v was implanted during cataract surgery on a (B)(6). The patient experienced decreased visual acuity and iol misalignment and subluxation. Surgery was performed on (B)(6) 2014 to explant the lens and replace it. During removal of the lens from the eye, the posterior haptic was broken. When the explanted lens was observed, the anterior haptic was detached from the iol. The detached haptic was found remaining in the interior of the eye and was removed as well. Date of implant and device serial number not provided.

Manufacturer narrative:
(B)(4): evaluation : conclusion - conclusion not yet available. Evaluation is in progress. A current investigation involving haptic breakage is ongoing. (B)(4): lens not returned.